Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the customer was hospitalized but it was not related to the customer's blood glucose levels. Customer was throwing up and was given nausea medicine, but it did not work. Customer was told that she may have a virus. Customer's blood glucose level was 244 mg/dl. Customer went to the emergency room on (B)(6) 2014. Customer went by ambulance and the health care professional could not find anything wrong. Customer was released the same day. Customer then went back to the hospital and was admitted for a week. Customer's blood glucose levels were fine and the customer was given an insulin drip. Both times, the official cause of hospitalization was unknown or a virus. No additional information provided.